Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced an infection, which was suspected to be peritonitis (confirmed infection in the peritoneal cavity). The cause of the event was unknown. On the same day as the event onset, the patient was hospitalized for peritonitis. The patient was treated with unspecified intraperitoneal antibiotics (drug names, doses, frequencies, and durations not reported) for peritonitis. On an unreported date, pd therapy was discontinued and the patient was switched to hemodialysis therapy. On an unreported date, the unspecified antibiotics were discontinued. At the time of this report, the patient is recovering. No additional information is available.